Event description:
The customer observed a bloody leak around the flow cell of the coulter lh 750 hematology analyzer. The leak was contained within the instrument and did not spill on any critical components. The volume of the leak was unknown. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) found the leak in the differential sample line at the vl52 section of the instrument. The engineer replaced the line, ran samples, and performed a successful reproducibility test. The leak was resolved. The instrument was returned into service after completion of verified repairs. The failure mode for this event was a broken differential sample line at the vl52 section of the instrument. A recurrence of this failure is unlikely to cause actionable erroneous results as the results would be accompanied by instrument generated flags and/or non-numeric. (B)(4).